Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient called to report that the patient's chest feels like it's jumping. A follow up with the patient's healthcare provider yielded diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and the diaphragmatic stimulation went away. The lead remains in use. No further patient complications have been reported as a result of this event.